Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred. A 3.00 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during preparation, the stent fractured. The procedure was completed with another of same device. No patient complications were reported.